Event description:
Related manufacturer reference number 1627487-2022-05129. Related manufacturer reference number 1627487-2022-05131. It was reported that patient experienced infection at the dbs extension sites as well as the ipg site. As a result, the extensions and ipg were explanted to address the issue

Manufacturer narrative:
Date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.